Manufacturer narrative:
No product is being returned for failure analysis investigation. Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 2 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: 30 degree endoscope, prograsp forceps, monopolar curved scissors, two large clip appliers, harmonic ace, sureform 60 stapler. A site history review found no complaints were made for the instruments used during this procedure. Review of the sureform 60 stapler logs found that the instrument was installed on the system 3 times and fired 3 reloads (2 white,1 black). There were several incomplete clamping attempts; however all 3 firing attempts were completed with no pauses for compression. There were no stapler related errors in the system logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from a bleeding event following a partial nephrectomy that was converted to a complete nephrectomy. The cause of the bleeding is not provided. The reason for conversion to a complete nephrectomy is not provided. A seal cap fragment fell into the patient as part of this procedure, was never found, but is not believed to have contributed to the bleeding event or the death. Regardless, the exact cause of death and the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted radical nephrectomy, the patient experienced bleeding and expired. The procedure was initially scheduled to be a partial nephrectomy but was changed during the procedure to a radical nephrectomy. The reason for this change was not provided. The patient was taken to the post anesthesia care unit where approximately 90 minutes post-procedure the patient began to hemorrhage and expired during transport to an operating room. The site and cause of the bleeding and patient death were not provided. An attempt to contact the surgeon was made; no response has been received. The site robotics coordinator stated she was not present during this procedure and did not know the reason for the conversion to radical nephrectomy or origin of the post-operative bleeding. Incidentally, it was reported that at the end of the procedure, it was observed that the cannula port that had a harmonic ace instrument inserted was found to have a piece of the seal missing. The surgeon searched the anatomy for the seal cap piece but it was not found. This lengthened the procedure for an unspecified amount of time. X-rays were performed; the results of these were not known by the robotics coordinator. It was not known if the prolonged procedure time was related to the patient¿s post-operative bleeding. No additional information was provided.